Manufacturer narrative:
The returned device was shipped to the supplier, (B)(6), for evaluation. The suppliers findings confirmed that the malfunction is attributed to wear. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. No further investigation is required.

Event description:
Reamers were dull. All the reported reamers were used during the procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reamers were dull. All the reported reamers were used during the procedure.